Event description:
Patient reports chipping a tooth when taking out the top aligner. The patient is unhappy with the treatment results thus far and the chipped tooth. Patient has periodontal gum disease per dentist, the gums are very inflamed and wearing the aligners is causing severe irritation. The gums bleed when aligners are worn. Aligners no longer fit. Current upper/lower aligner noted as #5.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.